Event description:
Philips received a complaint on the patient information center ix indicating that they were not getting yellow level alarms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) performed remote trouble shooting with biomed. Customer was using a simulator which only allows hr of 140 to test for un of svt/no yellow/red alarms. The configuration settings were reviewed. High limit:120, low limit: 50, tachy clamp: 200/brady clamp:40, delta tachy/brady: 20 each, svt hr: 180/svt run: 5. Based on the settings, they should be able to hear all alarms. The customer denied any problem with the piic ix speaker module and alarms were heard in the background. The customer was provided information on how alarm chaining works for yellow alarms: hr for svt has to be 180 for 5 beats to see an alarm, and how all the listed functions work. The rse also reviewed global settings>alarm mgmt>alarms off: 2 mins/audible latching: red/yellow>alarm reminder on and provided information regarding how each works. The rse also reviewed under local surveillance>sounds>minimum/current were both 4/yellow/red alarm volumes +: 0. Rse recommended changing yellow to +1/red to +2/both were grayed out based on the information available and the testing conducted, the device was functioning as designed and configured; however, the settings were not as the customer expected. The reported problem was not confirmed the device was confirmed to be operating per specifications and no failure was identified; however, device reconfiguration was recommended based on customer's expectations.